Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than anomaly, motor error alarm and rewind anomaly due to buttons not responding. Device received with cracked case display window corner. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and button error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had screen pressure cracks, changing batteries more frequently, slower to rewind and sometimes buttons did not respond as well as it used to. The insulin pump will not be returned for analysis.